Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency room after complaining of syncope and 3 days of dark melanotic stools. They claim that their syncope episodes occurred 4 to 5 times a day whenever the patient tried to stand up. When the patient presented to the emergency room their hemoglobin level was 4.5 g/dl, international normalized ratio (inr) was 6.31, and lactic acid was 11.1 mmol/l. The patient was given a 500ml fluid bolus and 5 units of pack red blood cells. After which the patient's hemoglobin improved to 6.2 g/dl, and their lactic acid fell to 4.9 mmol/l after which the patient received 1 more unit of packed red blood cells. The patient received 1 mg of oral vitamin k. The patient was admitted to the hospital as an inpatient. Additional information revealed that an enteroscopy was performed and was unable to identify the cause of the anemia or melena. A colonoscopy was not performed as the bleeding has resolved. The patient remains admitted until their inr stabilizes.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.